Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal missing, and the bottom right corner was observed to be melted and have glue. Review of the device's event history log found record of a high pressure and no disposable alarm. Functional testing was conducted. Upon testing, the reported problem was unable to be duplicated. The device functioned as intended but is out of specification due to the non-OEM components. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: (B)(4).

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a no disposable clamp alarm. The pharmacy was able to remove 0.5 ml from the cassette. No patient injury was reported.